Event description:
It was reported that a physician was having difficulties with his programming wand. A company rep visited the site and was unable to resolve the issue by changing the batteries. The physician was sent a replacement wand and the old wand was returned to the MFR for analysis. Device eval is current in process and has not been completed at this time.